Manufacturer narrative:
(B)(4). Batch #u5am7n. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appendectomy, the doctor fired the stapler like normal and it seemed to fire correctly. But after, it would not release or open. Doctor is very familiar with using the powered device. Doctor did try it with a second fire when he finally got it out, and it did the same thing. The case was successfully completed. There were no patient complications.